Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on distal conductor (not obstructed). The inner tubing was kinked/buckled. Blood/fluid obstruction was noted in connector pin lumen. The helix/lobe was distorted/bent. Blood was also noted in/on the helix/lobe mechanism and sleeve head. Apparent explant damaged was noted. The lead was returned with fully extended and bent helix. The helix will not extend at this time due to dried blood in the distal conductor and in the connector pin. (B)(4) the device was returned and analyzed. The no pacing condition was confirmed. The cause of the no pacing condition could not be determined.

Event description:
It was reported that the device had high impedance and unacceptable thresholds. It was also reported that the lead had a drop in sensing, high impedance, and high threshold. A patient alert was triggered and inappropriate therapy was delivered. It was not clear whether the issue was caused by the device or the lead. The device was explanted and replaced and the lead was explanted. No patient complications have been reported as a result of this event. It was also reported that oversensing was noted on the lead.

Event description:
It was reported that the device had high impedance and unacceptable thresholds. It was also reported that the lead had a drop in sensing, high impedance, and high threshold. A patient alert was triggered and inappropriate therapy was delivered. It was not clear whether the issue was caused by the device or the lead. The device was explanted and replaced and the lead was explanted. No patient complications have been reported as a result of this event.